Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. The event reports a product mix up (the label does not match the device). This was identified during surgery, and the same implant was used to complete the surgery. No harm, including delay to surgery, was reported. A review of the complaint database over the last 3 years has found 2 similar complaints reported with these items. Product hold ph-2020-00034 has been raised to contain potentially affected lots. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned

Event description:
It was reported that the size indicated on the implant did not match the size indicated on the package. The difference in size was only noticed afterwards. The surgeon decided to try the surgery like that and was pleased with the result so decided to leave the implant in the patient.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the size indicated on the implant did not match the size indicated on the package. The difference in size was only noticed afterwards. The surgeon decided to try the surgery like that and was pleased with the result so decided to leave the implant in the patient.